Event description:
It was reported that the unit was found with a broken user interface holder. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The reported breakage could be visually confirmed from the inspection of the received photograph. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, (B)(4). It's unknown to us under which conditions the reported panel holder broke.